Event description:
As reported by the user facility: contiplex polyamide catheter 20g closed tip, ref # unknown, lot # unknown. Catheter placed for a femoral block into left groin of patient on (B)(6) 2012. Upon removal, physician met resistance, was able to remove, however, the tip was gone. Physician states approximately 0.5cm remains in patient.

Manufacturer narrative:
(B)(4). In a follow up call with the lead anesthesiologist from the facility, he stated that the anesthesiologist was placing a femoral block into the groin. Upon removal he met resistance and the most proximal part of the catheter (at most 1cm) was left in the anterior upper thigh. He also confirmed that the patient had no further complications from the fragment. No x-ray was performed. Their team discussed, that even if it is close to the femoral nerve, it should not cause any problems. The lead anesthesiologist suspects that the catheter coiled, which tied a knot, and broke at the weak point upon removal. He has saved the remaining portion of the catheter and will be returning it for evaluation. Since a lot number was not reported, a batch review could not be performed. (B)(4). The actual sample involved in the reported event has not been received for evaluation at this time. A follow up report will be provided after the inspection results are available.